Manufacturer narrative:
On 6-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator was broken. It was reported the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was visibly physically broken/damaged right upon unpacking. There were no fragments. There were no patient consequences. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed that one section of the dilator shaft and the hub has a broken condition. For this type of failure, an external manufacturing investigation was requested and it was determined that this type of failure is related to the manufacturing process since the dilator is believed to have been molded incorrectly due to a missing core pin which resulted in the deformed area of the proximal dilator shaft. For this reason, awareness training was performed for the associates who were involved in the molding of this dilator batch. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken area observed in the dilators hub could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the broken condition was related to the manufacturing process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator was broken. It was reported the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was visibly physically broken/damaged right upon unpacking. There were no fragments. There were no patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).